Event description:
It was reported that the patient¿s system was being explanted. The health care provider (hcp) wanted to know if the implant was on, if they could still go forward with the procedure. The extraction was performed on (B)(6) 2014 and the hcp didn¿t know who the patient was. The manufacturer representative hadn¿t been able to reach anyone in the hcp¿s office and their phone line indicated the office was closed until (B)(6) 2014. The manufacturer representative left several voicemails and would follow-up again on (B)(6) 2014. No outcome, product problems, or signs and symptoms were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v806871, implanted: (B)(6) 2011, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. The initial MDR was filed as mfg. Report # 3007566237-2015-00108. Additional information received clarified that the correct manufacturing site was site #3004209178.